Manufacturer narrative:
The cause of the discrepant falsely elevated pt% result is unknown. A siemens healthcare diagnostics customer service engineer was dispatched to the site to investigate the issue. A singular sample was affected by the issue. All other patient samples and all qc measurements were within the expected ranges. The issue may be attributed to a temporary preanalytical or handling issue at the timepoint of the initial measurement. No sample material was made available for internal investigation. Such a condition cannot be investigated by the manufacturer due to its temporary nature as seen by the repeat testing. The instrument is performing within the specifications and no systemic performance issue is visible. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time inr (pt %) results were obtained on a patient sample. The patient results were reported to the physicians. The sample was repeated and lower pt% result was obtained. Patient treatment was altered or prescribed on the basis of the falsely elevated pt% result. The physician performed a endosonographic which would have not been performed if the physician would have received only the repeat lower result. There is no report of adverse outcome to patients as a result of the falsely elevated pt% result or the diagnostic procedure.